Event description:
A pump triggered an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended, and technical support instructed the customer to clean the speaker holes and reconnect the cartridge. Following these steps, the customer loaded a new cartridge, used a new infusion set, and successfully resumed insulin delivery after waiting as instructed. The alarm did not recur, the pump resumed normal operation, and preventative tips were provided by technical support, which the customer acknowledged.